Manufacturer narrative:
On december 16, 2020, (B)(4) had been hidden for customers in the download center for any further download. On dec 23, 2020 (B)(4) had been removed from the download center so no further distribution will occur and no commercialization of the product will occur. Additionally, customers were notified that this version cannot be used in a production (clinical) environment until a correction has been provided.

Event description:
On (B)(6) 2020, haemonetics discovered that the blood group substitution logic does not consider blood product groups in applying configured rules, with the new bloodtrack (B)(4) release. This issue was discovered during setup for a demonstration, no customers are currently using this version in production.